Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lumbar degenerative disease; and underwent a surgery. Intra-op, the thread of the set screw slid. This set screw was then completely explanted. There was no patient complications reported as a result of this event.